Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). The specific date of the event is not known. In (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.3 inr. A venous sample collected from the patient at the same time was tested using the neoplastin method, resulting with a value of 3.1 inr. At the beginning of (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. A venous sample collected from the patient at the same time was tested using the neoplastin method, resulting with a value of 3.5 inr. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 7.0 inr. A venous sample collected from the patient at the same time was tested using the neoplastin method, resulting with a value of 4.8 inr. The patient's doctor adjusted the patient's warfarin dose based on the laboratory values. The patient's therapeutic range is 2.5 - 3.5 inr.